Event description:
A customer reported a cracked and unresponsive touchscreen on their pump, making interaction impossible. There was no reported impact to the customer¿s blood glucose level, as this information was not provided. Tandem technical support arranged for the replacement of the pump under warranty, providing necessary instructions and confirming the shipping details. The customer did not disclose the backup therapy to be used during the interim.